Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a cough and fatigue. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a cough and fatigue. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and patient experiencing a cough and fatigue. There was no report of patient harm or injury. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device, the base unit found slight wear and tear, but no evidence of damage or degradation. The manufacturer found a light amount of beige dust or dirt containment on the pollen filter. A beige and brown dust or dirt containment around the rim of the pollen filter insert. The inside canal of the filter area contains a moderate amount of a beige dust or dirt containment. The manufacturer noticed potential mineral deposits in the outlet tube. The manufacturer noticed black particle contaminate and black fiber contaminate around the outside of the outlet tube and surrounding area. The manufacturer came across black fibers on the surface of the p4 connector the device was disassembled for internal visual inspection. The manufacturer found slight wear and tear, but no evidence of damage or degradation. The top of the blower box and the pressure port both have a moderate amount of beige dust or dirt containment. After removal of the blower box cover, pil noticed a large amount of beige dust or dirt containment on the blower, brass nut, blower seal, and blower box outlet. After removal of the blower, the manufacturer noticed that the blower intake, output, and bottom assembly, as well as the bottom and output of the blower box, contained a large amount of potential mineral deposits. After removal of the blower box assembly, it was noticed some corrosion on the p4 housing. The manufacturer used tektronix calipers to measure a light brown 2.7 mm x 1.1 mm fibrous contaminate next to the p4 connector. The manufacturer applied power to the unit and unit powered on and supplied therapy. The manufacturer reviewed the device log and logged 2 errors; e-200's. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The contamination found within the device is consistent with being from an external source.